Manufacturer narrative:
Complainant device is not expected to be returned for manufacturer review/investigation. Initial reported is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes for an event that occurred in (B)(6): it was reported during a retrograde/antegrade femoral nail (rafn) procedure on (B)(6) 2020 that a drill bit broke while using inside the patient. Fragments were generated and not able to be removed due to tiny size. No surgical delay. No patient complications. This complaint involves one (1) device for 4.2mm three-fluted drill bit qc/needle point/145mm. Report 1 of 1 for (B)(4).